Manufacturer narrative:
(B)(4). Unit powered up with a blank display drawing high current. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. After swapping the boards out into another known good case and after swapping a known good pcba2 onto pcba1, the current draw remained high. The high current draw seems to be coming from pcba1. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery failed alarm after changing battery and had replace battery now. Customer¿s blood glucose was 11.3 mmol/l. Customer stated that alarm occurred again after performing troubleshoot. Insulin pump will be returned for analysis.